Event description:
It was initially reported that an event occurred while the patient was on hydromorphone infusion via pca pump. The event occurred on (B)(6) 2025 around 1925. Per report, during shift change, the patient was found "coding". The patient reportedly expired on (B)(6) 2025 around 1925 with undetermined cause. The customer reached out to the manufacturer seeking help with interpreting the device logs. Bd received additional information through due diligence attempts. It was reported by the facility's clinical pharmacy manager (B)(6) that the patient was in the hospital due to sickle cell crisis. The pca module was programmed as a pca dose only for hydromorphone. The patient "sustained cardiac arrest (due to) complication from sickle cell disease." The primary cause of death was sickle cell disease, per report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a death during a hydromorphone infusion was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation despite multiple attempts to obtain them. The facility was unable to locate the devices. The facility sent an infusion knowledge portal (ikp) report of the infusions made on the date of the event at from 15:06 (3:06 pm) to 19:07 (19:07 pm) using guardrails drug ¿hydromorphone¿ under the profile ¿.adult¿. The last infusion programmed recorded had a concentration of 1mg/ml, dose of 1mg and a diluent volume of 1ml. It was observed the infusion was completed 14,432 seconds (4 hours) later at 19:07 (7:07pm). No other infusions were reported on the date of the event the ikp report only provides minimal infusion information and is not validated for log analysis purposes. The data set (norton adult 0125) was also provided by the facility; however, without the suspect and concomitant logs it¿s not possible to ascertain the event details associated to the reported complaint. Root cause: the root cause of the report of a death during a hydromorphone infusion was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was initially reported that an event occurred while the patient was on hydromorphone infusion via pca pump. The event occurred on 26 february 2025 around 1925. Per report, during shift change, the patient was found "coding". The patient reportedly expired on (B)(6) 2025 around 1925 with undetermined cause. The customer reached out to the manufacturer seeking help with interpreting the device logs. Bd received additional information through due diligence attempts. It was reported by the facility's clinical pharmacy manager (pharmd) that the patient was in the hospital due to sickle cell crisis. The pca module was programmed as a pca dose only for hydromorphone. The patient "sustained cardiac arrest (due to) complication from sickle cell disease." The primary cause of death was sickle cell disease, per report.

Manufacturer narrative:
Correction: describe event or problem, medical device type and manufacturer narrative. Investigation summary: the report of a death during a hydromorphone infusion was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation despite multiple attempts to obtain them. The facility was unable to locate the devices. The facility sent an infusion knowledge portal (ikp) report of the infusions made on the date of the event at from 15:06 (3:06 pm) to 19:07 (19:07 pm) using guardrails drug ¿hydromorphone¿ under the profile ¿.adult¿. The last infusion programmed recorded had a concentration of 1mg/ml, dose of 1mg and a diluent volume of 1ml. It was observed the infusion was completed 14,432 seconds (4 hours) later at 19:07 (7:07pm). No other infusions were reported on the date of the event the ikp report only provides minimal infusion information and is not validated for log analysis purposes. The data set (norton adult 0125) was also provided by the facility; however, without the suspect and concomitant logs it¿s not possible to ascertain the event details associated to the reported complaint. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that an event occurred while the patient was on hydromorphone infusion via pca pump. The event occurred on (B)(6) 2025 around 1925. Per report, during shift change, the patient was found "coding". The patient reportedly expired on (B)(6) 2025 around 1925 with undetermined cause. The customer reached out to the manufacturer seeking help with interpreting the device logs. Bd received additional information through due diligence attempts. It was reported by the facility's clinical pharmacy manager (pharmd) that the patient was in the hospital due to sickle cell crisis. The pca module was programmed as a pca dose only for hydromorphone. The patient "sustained cardiac arrest (due to) complication from sickle cell disease." The primary cause of death was sickle cell disease, per report. During an onsite visit, a bd clinical practice consultant discussed the event with the hospital clinician. The clinician indicated: entire alaris system setup was sequestered. Event occurred on a sickle cell patient and a code blue was called. The autopsy of the patient showed the patient had a clot and had nothing to do with the pca settings that had been changed during the day. The change was a low continuous dose to a pca dose. The patient had never requested a dose after the change.